Event description:
Device played error message during sca rescue. Patient involvement, patient survived to hospital discharge. Delay in shock reported, no adverse consequences to patient.

Manufacturer narrative:
Serial number was not known at the time of the initial. The serial number has since been confirmed as (B)(6).

Manufacturer narrative:
The serial number for the device has been provided as (B)(4).

Event description:
Device played error message during sca rescue. Patient involvement, patient survived to hospital discharge. Delay in shock reported, no adverse consequences to patient.